Manufacturer narrative:
Date of event estimated. The device was not returned for analysis. A review of the lot history record and similar incident review of the reported lot could not be conducted because the lot number was not provided. As there was no reported damage noted to the device during the inspection prior to use, it is possible that a build-up of procedural contaminants (blood, contrast) on the guide wire contributed to the reported difficult to remove and the reported product quality problem irregular texture; however, this cannot be confirmed. The investigation determined a conclusive cause for the reported difficulties cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported as a general comment that during several percutaneous coronary intervention procedures the balance middleweight universal wire would get stuck/sticky on the unspecified balloon during removal and both devices need to be removed altogether. A new guide wire had to be used to successfully complete the procedure. The coating is suspected to be the issue. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
B1: removed adverse event.